Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No low battery alarm or replace battery now alarm noted during testing or in the insulin pump trace download. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump did not received a low battery alert prior to the replace battery alert. Customer's blood glucose value was 164 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states the battery cap was not loose, cracked or damaged. Customer also states this was the second occurrence of replace battery alert without a low battery warning. The customer was advised to continue to wear insulin pump until replacement arrives. The device will be returned for analysis.